Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted on (B)(6) 2026, presenting with ¿elevated blood glucose levels for over 20 years and cough with phlegm for 3 days.¿ admission diagnoses: stage iii diabetic nephropathy, sequelae of cerebral infarction. Following admission, an IV catheter was inserted for intravenous fluid administration. During the puncture procedure, after confirming venous return and withdrawing the steel needle, the catheter tubing was punctured by the steel needle due to material issues. The needle was subsequently removed, a new catheter was inserted, and the puncture procedure was repeated.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of needle though catheter cannot be determined. The factory will continue to pay attention to such defects.

Event description:
No additional information.